Manufacturer narrative:
3 of 3 devices were returned for evaluation. Evaluation of three devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes 3 malfunction events where a midwest e pro 1:5 high speed contra angle attachment handpiece overheated. 2 events resulted in no injury. 1 event resulted in patient being slightly burned with no intervention.